Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received for evaluation. It was determined that the photo provided shows a 3ml syringe and not the reported product. Batch 9151828 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Since no samples displaying the reported condition were received no defects could be confirmed. In addition a potential root cause could not be defined. No corrective actions are not necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that several syringe 1ml s/t w/ndl 27x1/2 rb had deformed stoppers. The following information was provided by the initial reporter: "it was reported that the stopper is twisting and breaking inside the syringe barrel. It was also reported that packs are being received without a needle or syringe. Per manufacturer notice: per customer, the plunger is twisting and breaking inside the syringe barrel. They are also periodically receiving packs that have no needle/syringe in them."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that several syringe 1ml s/t w/ndl 27x1/2 rb had deformed stoppers. The following information was provided by the initial reporter: "it was reported that the stopper is twisting and breaking inside the syringe barrel. It was also reported that packs are being received without a needle or syringe. Per manufacturer notice: per customer, the plunger is twisting and breaking inside the syringe barrel. They are also periodically receiving packs that have no needle/syringe in them"